Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04680. The patient received two leads with the same lot number. It was reported the patient was not receiving adequate stimulation coverage from her leads. The physician opted to replace the two leads with one surgical lead. Follow up identified the patient received effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.